Event description:
A (B)(6) patient received a znn cmn nail 11.5mmx40cm 125 r and underwent revision surgery due to breakage (exact date of event not given). It is reported that the patient was "very active patient".

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The currently available event description points to causes outside our area of responsibility. There is no indication for a product failure. With the information given so far, no further investigation is possible. The root cause for this event cannot be identified. Should additional information become available and/or the device(s) be returned for evaluation ane an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).